Event description:
(B)(6) - it was reported by the consumer that the unknown model and serial numbers power wheelchair would turn on but not move, and would shut off without command. There was no reported patient injury reported.